Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had dropped their insulin pump and was having high blood glucose. The customer's blood glucose level during the incident was 459 mg/dl. The customer had the symptom of nausea. The customer treated their high blood glucose with the insulin pump and a shot of 7 units. The customer's current blood glucose level was 240 mg/dl. It was noted in troubleshooting that the drive support cap was loose. The device was returned for analysis.